Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: feet pain and feeling bad (did not want to disclose other symptoms). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-078: user hematocrit low. Note: manufacturer made attempt to contact customer to ensure the customer was no longer experiencing symptoms and to ensure the customer¿s initial concern was resolved- unable to establish contact with customer.

Event description:
Consumer initially called to set time and date. Wife is calling on behalf of the customer. Customer stating he was not feeling well that his feet was in pain and just feeling bad, did not want to give an explanation or disclose other symptoms. Medical attention was not needed at the time of the call. During the call, the true metrix air meter did not power on when a test strip was inserted. Customer attempted again and meter powered on. During the call a back to back blood test was performed by the customer and produced e-0 error message twice using true metrix air meter. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/30/2026 and per the customer the open vial date is 2 days ago.